Manufacturer narrative:
The service request was canceled as the customer is unsure if they would like to replace the lamp at this time. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. While it is not entirely conclusive, the most likely root cause of the reported event is the illuminator lamp having exceeded its rated hours. (B)(4).

Event description:
A nurse reported a loss of the tabletop illumination lamp during a vitrectomy procedure. There was a delay of approximately 10 minutes for troubleshooting. The light system was exchanged and the case was completed without harm to the pt.